Event description:
Ous MDR - during a followup loss of capture was discovered on this lead. During the revision on (B)(6) 2017 it was noted under fluoro that this lead was completely torn in the middle and the distal and proximal ends were disconnected from each other. The distal portion of this lead remains in the patient. It should be noted that there was no change in impedances during the followups or during the procedure.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and diagnostic images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided x-ray images showed, as reported in the complaint description, that the lead was completely severed. The proximal part of the lead was situated in the pocket area, the distal end of the fractured lead was in the area of the clavicle. Subsequently the four available follow up reports from october 2014, august 2015, march 2017 and november 2017 were investigated. The egm freezes demonstrated, as reported in the complaint text, that there was no capture in the ventricle. Furthermore, in the provided data the pacing impedance test conducted in (B)(6) 2017 revealed 869 ohms in both polarities, respectively. No impedance test results from 2014 or 2015 were available. Based on the available information, no conclusion can be drawn regarding the in range pacing impedance despite the lead fracture. Regarding the root cause of the lead fracture, an analysis of the lead would be necessary. Should additional information or the device itself become available for analysis, the investigation will be updated.